Event description:
The sysmex lab machine freezes between 1-3 times a day causing a delay of care because it reads out cbc with differential lab values on patients. Today the sysmex lab machine froze again causing it to have to be restarted which then causes it to require an additional qc [quality control] causing a delay of care by approximately 1 hour.